Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 1.2mmx12mm threader micro-dilatation catheter was advanced, however it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. Magnified inspection did not reveal any damage of the balloon, markerbands and proximal bond. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 1.2mmx12mm threader micro-dilatation catheter was advanced, however it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.